Event description:
Customer was hospitalized for high blood glucose and dka. Customer's mother stated that the customer ahd flu and when she was checking bolus history, she discovered that customer might have not given the boluses for lunch. Troubleshooting was performed and pump appeared to be operating normally.